Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to this complaint. DHR shows that the product was packed and inspected according to our specs. No corrective action can be established since the defective sample was not received for eval. No conclusion can be established at this time based on the lack of defective sample. It is necessary to have the physical sample in order to perform a proper investigation. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: "customer reported the following: the staff was using this device to help insert the foley catheter into the pt when the metal fell off inside the pt. A cystoscopy had to be performed to retrieve the part and pt is ok." No pt injury reported. Pt current condition is fine.